Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a2, a3, b5, d4 (expiration date), h4, h6 (device code, type of investigation, investigation findings, investigation conclusions). Internal md post-op echo report review: based on the submitted images, abnormal appearance of the bioprosthesis (leaflet appears thickened and immobile) and significant pi appear to be present beginning approximately 1 year after pulmonic valve replacement. The mechanism of pi is not evident, but the suggestion of abnormal appearance of the bioprosthesis leaflets probably increases the probability of central pi. Spectral doppler, often useful for the detection and quantitation of pi, was not submitted for review. Additional comment may be possible if additional images are available for submission and review. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Leaflet thickening can also be caused by non structural valve dysfunction including host tissue pannus or thrombosis. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation...valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The root cause of this event was determined patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per additional information received, the valve exhibited mild pi one year post implant.

Event description:
It was reported that a patient with an inspiris aortic valve, implanted in the pulmonic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of two (2) years due to severe pulmonary insufficiency with rv enlargement. No other details were provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.